Manufacturer narrative:
External insulation abrasion was found at 23-23.7 cm and 21.5-22 cm from the connector pin consistent with lead friction to the ICD can. The conductor etfe coating was intact at the same location.

Event description:
It was reported that an insulation anomaly was noted. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).